Event description:
It was reported to philips that the battery is easily removed. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the battery is easily removed/deteriorated. The device was in use at the time of the event, however, there was reportedly no patient harm. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery. The fse replaced the battery and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.